Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that diagnostics indicated that the patient received the elective replacement. It is unknown if this occurred prematurely. Next course of action is undetermined at this time.